Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging low blood glucose levels (value not provided) which required administering of glucagon. The reporter indicated that after the glucagon was given, blood glucose levels increased to 39 mg/dl and the blood glucose was continually treated with oral carbohydrates. The pump was reviewed with the reporter and confirmed that there were no associated alarms, no cancelled boluses and all boluses were accounted for, and the basal history was appropriate. The reporter indicated having lost faith in the pump due to the low blood glucose event. This report is made based on the allegation that the patient experienced hypoglycemia associated with the indication that the patient lost faith in the pump¿s insulin delivery function.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings:the pump daily insulin delivery totals appeared inconsistent in the pump history due to the pump time being changed for am and pm on three occasions. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.